Event description:
Our rep is reporting that during a routine post-op follow-up examination for a shoulder repair, an x-ray was taken. It was noted that both versalok anchors used 4 weeks previously, in 2007, for the original repair had migrated approx 3/4's of their length out of the bone hole and so were sitting proud. A revision surgery was performed the next month, the 2 devices were removed from the pt's body. [This MDR is directly associated with 1221934-2007-00233, same case. Is also associated with 1221934-2007-00230, 1221934-2007-00234, 1221934-2007-00235 & 1221934-2007-00236. This is via the fact that all of these events emanate from the same facility and the same surgeon.]

Manufacturer narrative:
Mitek has just been made aware of this event. At this point in time mitek is in the information gathering mode. A follow-up report will detail our findings.